Event description:
Treatment of an avm. It was reported resistance was encountered during onyx injection (third vial of onyx into the same feeding pedicle using the same catheter). Suddenly, the resistance was diminished and onyx reflux was seen at the catheter's distal tip. The physician believes there had been a rupture of the catheter which accounted for the sudden loss of resistance during injection and the large amount of onyx reflux around the catheter. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 1.5 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. Results: catheter rupture.